Event description:
The customer stated that they generated patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), co2 (carbon dioxide) and cl (chloride) with low/negative anion gap on system dxc 700 au clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics . Customer provided data for ten (10) patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the dxc700 au clinical chemistry analyzer. The fse inspected the instrument and found ise (ion selective electrode) crusted all over the ise module. The fse replaced the reference tubing and reference block assembly which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).